Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not release clips and then the device got stuck on the cystic duct. Unknown how the device was removed from the tissue. Another device was used to complete the case with no patient consequence.

Event description:
Customer reportedly received result in the 300's (mg/dl) and result in the 100's (mg/dl) within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.